Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is bulging at the pocket site due to weight loss. Surgical intervention may take place at a later date.

Manufacturer narrative:
A patient was experiencing discomfort at the ipg site was reported to abbott. As a result, the pocket site was relocated and the ipg was replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient was experiencing discomfort at the ipg site. Surgical intervention took place on (B)(6) 2022 wherein the pocket site was relocated and the ipg was replaced to address the issue.